Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device longevity had decreased faster than expected. The patient indicated that a lead was taking up to much power. The implantable cardioverter defibrillator (ICD) and lead remain in use. No patient complications have been reported as a result of this event.